Event description:
Hill-rom received a report from the account stating the left siderail was not latching properly in the up position. The bed was located at the account in (B)(6). There ws no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the metal siderail cover bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician repaired the siderail cover to resolve the issue. Based on this information, no further action is required.